Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event(s) of peritonitis, which warranted hospitalization and antibiotic therapy. Per the pdrn, the cause of the peritonitis was touch contamination. Additionally, the pdrn stated the event was unrelated to the utilization of the liberty select cycler and/or the liberty cycler set. Enterococci are considered normal intestinal flora in humans. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated, as there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set caused or contributed to the serious adverse event. Moreover, the patient continues to utilize the same liberty select cycler without any reported issues or allegations of machine malfunction or deficiency. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It reported that a peritoneal dialysis (pd) patient was hospitalized and diagnosed with peritonitis. The patient was hospitalized on (B)(6) 2019 and remained admitted as of (B)(6) 2019. The patient¿s peritoneal effluent fluid cultures collected on (B)(6) 2019 returned positive for gram negative escherichia coli, and a cell count revealed an elevated white blood cell count (result not provided). The patient is being treated with ceftriaxone (dose, route, duration and frequency unknown). The pd registered nurse (pdrn states that the cause of the peritonitis was touch contamination. The patient continues to undergo continuous cycling peritoneal dialysis (ccpd) therapy while hospitalized, however consideration is being given to removing the patient¿s pd catheter (not a fresenius product). The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set and/or any fresenius device(s), drug(s) or product(s). There were no reported leaks.